Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No stent deformation was evident. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a mildly tortuous, mildly calcified lesion exhibiting 100% chronic total occlusion (cto) right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. It is reported that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The procedure was completed using another medtronic stent. The patient is alive with no injury.